Event description:
The surgeon attempted to insert a three piece silicone lens model aq2010v. The lens was unable to advance and the haptic broke prior to insertion. The lens was not inserted and there was no patient contact or injury.